Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - patient discarded transmitter.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for investigation. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. No additional event information is available.